Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verioiq meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that his meter started to read inaccurately on (B)(6) 2015 when he obtained alleged inaccurately high blood glucose results of ¿160/170 mg/dl¿ on the subject meter compared to ¿150 mg/dl¿ on another meter (onetouch vita). The patient manages his diabetes with insulin (self-adjuster). He reported that as a result of obtaining the alleged inaccurate readings, he increased his dose of fast acting insulin from 3 to 4 units in the morning, from 10 to 13 units at lunch and his slow acting insulin from 22 to 24 units at night. He claimed that ¿15 days¿ after the start of the alleged, he developed symptoms of dizziness (vertigo) and perspiration&#56224;no additional treatment or medical intervention was specified. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. However, the patient had not used an approved sample site to obtain the blood samples making the comparisons invalid. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurately high blood glucose readings on the subject meter, administered increased medication based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.